Event description:
As reported by kettering memorial hosp: during a surgery procedure a tunneler (instrument) with a green bullet tip was inserted into the pt's right leg. Upon removal of the tunneler, the green bullet tip came off inside the pt's leg. The tip could not be located by x-ray. The incision was closed. Angio was done and the bullet tip was identified and surgically removed.

Manufacturer narrative:
This device was not returned for eval and the lot number was not provided, therefore, no eval was performed. Reporter attempted to contact both the contact person and the initial reporter listed in the user facility's medwatch report at the telephone numbers provided, on many separate occasions, to obtain additional info, with no success.